Event description:
It was reported that during a da-vinci assisted surgical procedure the monopolar curved scissors was noted to have dull blades and a bit sluggish. The procedure was completed with no patient harm, serious incident and injury. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.